Event description:
During assistance with a system error (se) 2240 on the home choice (hc), this occurred during use, during initial drain, the patient revealed they disconnected from the set to use the restroom and then reconnected. The technical service representative (tsr) reviewed proper disconnect procedures with the patient. The tsr explained to the hp to start over with new supplies or use manual supplies. During follow up with the peritoneal dialysis registered nurse (pd rn) regarding reported problem, the pd rn stated this alarmed due to operator error. They stated that the patient generally has difficulty using the machine when it comes to setting up. The pd rn stated they did talk to the patient and they are doing fine. They stated the air did not contribute to any further problems and the patient is continuing therapy better. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 4/6 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated they disconnected to use the bathroom and then they reconnected. The pd rn stated this alarmed due to operator error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.